Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on 09/10/2019. Device evaluation: only the iol was returned. Lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens pieces. The condition in which the sample returned is consistent with a lens that was implanted and explanted. The complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate is between (B)(6) 2018 - (B)(6) 2019. Reporter first name: unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 24.5 diopter lens was explanted due to the patient experiencing negative dysphotopsia. An incision enlargement was required. The explanted lens was replaced with a non-johnson and johnson iol. The patient is reported as doing fine. No further information was provided.